Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
The pt reported that he had a strata ii vp shunt since (B)(6) 2009 for normal pressure hydrocephalus. Failure of the valve required a replacement (B)(6) 2010.